Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2017, after receiving multiple shocks and a vibratory alert from the cardiac resynchronization therapy defibrillator. The patient fell due to the event. It was noted that the patient received inappropriate high voltage therapy due to right ventricular lead noise oversensing. The patient presented for a scheduled lead revision procedure. There was no obvious visual damage to the lead. The lead was hooked up to the analyzer where it was noted that it exhibited variable impedance and sensing was not found to be clear and stable. On the date of the surgery during the pre-surgical check, it was noted that the device exhibited premature battery depletion. The lead and device were explanted and replaced. The patient tolerated the surgery well and left the hospital in good condition after the post operation check.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.